Event description:
I had cataract lens replacement surgery and an implant of a hydrus micro stent by the ivantis company put into my left eye by dr (B)(6) of the (B)(6) at the dupage eye surgery in (B)(6). When dr (B)(6) was placing the hydrus micro stent in my eye I told him it was hurting me. The next day at the (B)(6), I had my surgery f/u appt and dr (B)(6) said: I believe I put the stent in the muscle under the drainage canal instead of in it. It will have to be removed. On thursday the (B)(6) 2019 I had an appointment to take pictures of the left eye at the (B)(6) office. Then dr (B)(6) set the stent removal for monday (B)(6) 2019. Evidently dr (B)(6) called the makers of the hydrus microstent as during the surgery a man said "you are putting it in wrong again, take it out". Dr (B)(6) told us the following day (B)(6) 2019 at the surgery follow up at the (B)(6) clinic that after being told that by a representative of the hydrus microstent that had flown in that morning for my surgery, that he dr (B)(6) yanked the stent out and tore a hole in my eye. I have had several checks with dr. (B)(6) since then to see how the pressure is doing in my eye. But dr (B)(6) does not know what to do about the hole. He now believes that all we can do is "wait and see," as the pressure is still down. I asked him what we do if the hole closes and scar tissue forms, he does not know. His latest quote was "that they use to put holes in the eye to lower pressure before stents" I do not believe you should have approved a product like the hydrus microstent by lvantis, inc., before making sure the doctor using it knows what he is doing. I do not believe that you should have approved the hydrus microstent until you were sure the dr doing the surgery knew what he was doing and that other pts would not now have a hole in their eye. (B)(6).